Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had the corps of the cannula in his hands and the collar stayed on his neck. The customer reported that there was no patient injury.